Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, sixty-four unopened samples that pertain to the product code eh7235h. The product code is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent a carotid artery repair on (B)(6) 2023 and suture was used. The needle of the suture simply released from the thread without any mechanical manipulation by the user intraoperatively. The case was completed. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # :(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? No, if no, explain: it was very difficult to find the needle in the surgical site again. In one case the needle was missing and the users hope that the needle was outside the surgical site, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? This happened during clamping in the needle holder. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No. Is it possible that the needle/s fall into the patient? If yes, no. Were x-rays taken to locate the needle? N/a. * was there any patient consequence or injury? N/a * what is the patient¿s current health status and condition? Nothing special reported * was any other tissue damaged as a result of searching the needle? No * what is the total number of products involved in this event? Two products two needle thread combinations, in which the case occurred * did the event occur during one or multiple patient procedures? One procedure * what is the total number of procedures? One procedure * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). N/a * if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). N/a * what is the lot number? Tabdpb * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Device will send today a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: events reported on: mw# 2210968-2023-05415, mw# 2210968-2023-05416. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.